Event description:
(B)(4). Same case as MFR ID#: 2134265-2010-05214. It was reported that post a stenting treatment procedure, restenosis occurred. Due to unstable angina, the patient underwent cardiac catheterization which revealed two target lesions. The first was an 80% stenosed and 5mm long lesion located in the first left posterior lateral (lpl) with a reference vessel diameter of 2.5mm. It was treated with direct stent placement using a 2.75x12mm taxus liberte stent resulting in 0% residual stenosis. The next was a 95% stenosed and 30mm long lesion located in the first diagonal with a reference vessel diameter of 2.5mm. It was treated with predilation and placement of a 2.75x38mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. Ninety eight days post index procedure the patient was diagnosed with myocardial ischema. Cardiac catheterization revealed a 95% stenosed lesion in the stented segment of the diagonal artery. It was treated with predilation and placement of a 2.75x28mm non-bsc drug eluting stent resulting in 0% residual stenosis. A 50-70% stenosed lesion located in the stented lpl was treated with direct stenting using a 2.75x18mm non-bsc drug eluting stent resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient discharged 1 day later on aspirin and prasugrel. It is the opinion of the physician that the event is unrelated to the taxus liberte stents.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).